Event description:
Iab removed on 12/24/96 due to leak. Pt transferred to intermediate care on 12/25/96. No replacement iab was used. On 12/26/96 pt coded and expired. Pt reported to have pacer wires, however they were not connected.